Event description:
Caller reported a malfunction on the pump, but there was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur, and the customer was able to continue using the pump with instructions to call back if the issue reoccurred.